Manufacturer narrative:
Blurred vision was reported. Lens repositioning was performed and the problem was resolved. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+4.5/085 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced a refractive surprise. The lens remains implanted.